Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported by the surgeon 'the implants were fine after impaction and one of the proximal condyles broke off when the finger was reduced. Reduction was not too tight. The surgeon used a dorsal approach. This occurred during reduction after implantation. There was no delay in the surgery time. The surgery was completed with a spare device that was available'.